Event description:
It was reported that there were impedance readings of greater than 10 ,000 ohms on contact 10. The patient had recently had a change out of a device and following that change out there was a change to contact 10. It was unknown when the replacement had taken place. It was unknown if the high impedances had resolved. The managing physician was handling the patient¿s care. No outcome or intervention was reported. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant: product ID neu_unknown_ext, product type extension. Product ID neu _unknown_lead, product type lead. (B)(4)